Manufacturer narrative:
See investigation attached.

Event description:
Allegedly, patient was revised due to aseptic loosening stem; pain; adverse soft tissue reaction to particle debris revision njr number: 4564870 side:l primary asa: p2 - mild disease not incapacitating mhra reference no: 2021/002/003/601/007